Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was not reproduced. Lead damage was suspected but was not confirmed. No further intervention has been performed. The patient was stable and will continue to be monitored.